Manufacturer narrative:
Per customer, prior to the event the slide-maker was disconnected from the lh780 instrument. Per bci field service engineer (fse), the customer changed the needle, trimmed the vent line tubing, and re-attached it to the needle. System validation was performed and documented. Fse completed the service on the lh780 and verified that no leaks were noticed on the instrument. Leaky vent line tubing is suspected to be the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to small amount of blood leak at the bottom of the coulter lh 780 hematology analyzer. The customer was wearing proper personal protective equipment (ppe) and cleaned the spill. The customer reported no injury or exposure/contact to eye, skin, open wounds, or mucus membrane had occurred.